Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed that the caster was loose. The caster was tightened, and the unit was returned to service.

Event description:
The hospital reported the caster came off the unit. There was no report of patient involvement.